Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06-mar-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false negative result on a male patient. There was no patient information, no details surrounding the event.. There were multiple requests for information but to no avail. Method results sample positive/negative. I-stat <2.9 ng/l a negative. Lab 24 ng/l ni positive. Facility positive cut-off: I-stat male 99th%: 28.0 ng/l. I-stat female 99th%: 13.0 ng/l. Roche male 99th%: 22.0 ng/l. Roche female 99th%: 14.0 ng/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml). Female 490 13 (10, 17). Male 404 28 (19, 58). Overall 895 21 (14, 30).